Event description:
It was reported that this ambicor penile prosthesis (app) cylinder had eroded through the tip of the penis. The device and components were explanted and an inflatable penile prosthesis system was implanted. No further patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported extrusion is a known risk associated with penile prosthesis procedures and is noted as such in the ambicor instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ambicor instructions for use (IFU) was reviewed. The patient symptom extrusion was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient ambicor penile prosthesis (app) cylinder had eroded through the tip of the penis. The device and components were explanted. A second procedure was later performed during which the patient was implanted with a new inflatable penile prosthesis (ipp) system. No further patient complications were reported.